Event description:
The account reported the brakes are not holding while in brake mode. The bed was located in an offsite repair warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the head end brake casters and swivel caster are worn and the rubber wheels are breaking apart most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2008 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.